Event description:
The account alleged the bed lowers the knee function down, but when they release the knee down button, the knee raises back up by itself. No pt impact.

Manufacturer narrative:
The account replaced the right power control board switch and that resolved the issue.